Event description:
As reported by our Edwards affiliates in Australia, during a TAVR procedure using a 29 mm SAPIEN 3 Ultra RESILIA valve via transfemoral approach, resistance was encountered as the Commander Delivery System reached the distal tip of the eSheath+. The Delivery System successfully exited the sheath and the procedure was completed successfully. Post-procedure inspection revealed a torn eSheath+ distal tip and liner. No patient injury occurred, and the patient remained stable.

Manufacturer narrative:
D4: (b)(4).The investigation is ongoing.